Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was unstable and replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during technical control device did not functioned well. There was no surgery, so there was no patient involved. No harm or injury for patient or operator. There was no delay. Investigation found the motor speed was unstable. No adverse event was reported as a result of this malfunction.